Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's em instrument interface (a.k.a. Breakout box, or bob) is damaged and needs to be replaced. Specifically its cable was worn and wiring was exposed. The probable cause was likely normal wear and tear. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. The electromagnetic (em) interface was replaced. The system then performed as intended. Codes b01, c0204, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the electromagnetic (em) interface, lot number: 1600531220, was returned to the manufacturer for analysis. The cable was damaged with exposed wires. The label was also damaged. Despite the damage the interface was functional. H6: codes b01, c0204, and d02 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.